Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0nbgt, product type: lead. (B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had their implantable neurostimulator (ins) removed in (B)(6) 2017. The patient stated that they had been having issues since 2017, 3-4 months before ins was removed, so they decided to take it out. The patient noted that the lead wires broke when the healthcare professional (hcp) tried to remove them, so they were left in place. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0nbgt, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-07-06. The hcp reported that the patient had nerve pain was not fixing as initially was. The hcp reported that the issues were due to the sacral nerve stimulation and that the patient¿s symptoms were better when turned off. The hcp reported that the device wouldn¿t be returned for analysis.